Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was readmitted for increased lactate dehydrogenase. No hematuria or heart failure symptoms. The log file analysis showed flow 3.4 lpm, 8800 rpm, 4.8 w, pi 4.8. No abnormal alarms or events were noted add'l info was received which indicated that the patient had an ischemic stroke without hemorrhagic conversion and was intubated. The patient was taken to the cath lab for heart catheterization and found to have a blockage in lima. The patient was put on iabp and heparin gtt. The patient received a pump exchange on (B)(6) 2014 to another manufacturer's device.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.